Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a volume discrepancy occurred at the patient¿s last refill. The expected volume was 1.7ml while the actual volume was 7ml. The cause of the discrepancy was unknown. Device explant was planned for 2013-(B)(6). It was reported ¿for information, pump was replaced because drp 3 months¿. The device system was used to deliver baclofen. It was later reported that the patient experienced no symptoms. It was reported that the amount of medication remaining in the pump, between the expected and actual volumes, had gradually increased since 2011. When asked if the pump was interrogated and if there were any log messages indicating a pump failure, the response was listed as ¿no¿. It was confirmed the device was explanted and replaced. The patient¿s daily dose had been ¿adapted¿ to the ¿real dose¿ that the patient received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).